Event description:
The integra sales rep reported on behalf of the user facility the following incident: the user facility rep [representative] reported that the device setup partially broke off right before the burette. The rep called the physician, explaining that the tubing right before it hooks up to the cylinder was leaking. The neuro team thought that pt may have acquired meningitis from the device. The unit educator commented, "this is the first that I have heard about this. I will pass it along to the integra rep. In the past, I have had it disconnect or pull apart at the insertion tubing junction and the 3-way stopcock just prior to the drainage system tubing. I do know that this pt was very active and restless." The condition of the pt is unk. Further info has been requested.

Manufacturer narrative:
The product is not expected to be returned. An investigation has been initiated based upon the reported info.